Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the lens was damaged. It was stated that lens did not advance into the eye. There was no patient harm. Additional information received and stated that the procedure was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).